Event description:
It was reported by a customer on (B)(6) 2011 there was a decrease in fiber vaporization efficiency at 58,778 joules. Per the customer, the fiber cap detached. No patient injury was reported.